Manufacturer narrative:
H3 other text : product no longer available for return.

Event description:
It was reported the patient received the following results within 15 minutes: 40 mg/dl and 180 mg/dl.